Manufacturer narrative:
A review of returned product from the customer was performed, visually inspected the eleven unopened samples returned from the customer, found 7/11 samples fitting luer or flush cap detached from the pvc tubing. The complaint was confirmed. In the case of the catheter tube detaching from the hub, sample device used on patient was not returned to argon and the complaint could not be confirmed. Customer reported complaint cc # (B)(4) catheter shaft was detached from the female lure connector, that complaint was confirmed. Customer returned unopened devices under the complaint number (B)(4). The evaluation was unable to duplicate shaft detaching from the luer connector. Customer used similar event description, used in the complaint (B)(4). The exact root cause is unable to be determined with the confidence. Customer returned 9 unopened samples, and none were found with detached catheter in the sealed tray. Customer did not return the defective sample used to argon for evaluation. No corrective action is required at this time, because a manufacturing defect could not be confirmed.

Manufacturer narrative:
The investigation is ongoing and a follow up report will be submitted once the evaluation is complete.

Event description:
9 days catheter placement in the body, the catheter shaft was detached from the female lure connector. Blood leak was found on the bandage around the catheter insertion site, at first. Then, it was found that the catheter shaft was detached from the lure connector and the catheter shaft was left in the body. After that, the catheter shaft was retrieved by an operation. The bandage was used to cover the site to prevent the patient from pulling the catheter out.